Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged the ipg or received stimulation in approximately two months. The ipg was unable to communicate with the external devices. The issue was confirmed by an abbott representative. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Manufacturer narrative:
Explant date added.